Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the clinic due to near syncope. Device testing found oversensing on the rv channel resulting in pacing inhibition. The patient is pacer dependant. An invasive procedure was performed to replace the lead. Subclavian access was occluded on the left side, therefore the entire system was replaced with a new system on the right side. No additional adverse patient effects were reported.